Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the 13mm x 15 mm gamma nail broke at the level of the lag screw.

Manufacturer narrative:
A review of the DHR revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; implant breakage was considered and thresholds were not exceeded. As no item was returned no physical examination could be carried out. Due to missing product it could not be determined in what manner nail had broken. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. Regarding technical aspects in this case the nail had broken after an implantation period approx. 2.5 months. During this period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. As no further information such as x-rays, medical records or surgery reports was provided, a real medical statement was not possible. Based on received information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail in question was not verified. With available information a deficiency of the nail could not be verified. In case the item and / or substantive information will become available in future we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the 13mm x 15 mm gamma nail broke at the level of the lag screw.